Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/19/2015. The fse confirmed the probe rinse block was out of position on the manual probe of the blood sampling valve (bsv); the manual probe was getting pulled inward and out of position when the rinse block traveled to the down position. The fse realigned the bsv actuator and alignment bar so that the manual probe was no longer pulled down, resolving the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 2ml from a coulter lh 500 hematology analyzer, while troubleshooting mode to mode matching issues (the manual and automatic modes not matching). The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.